Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported that the customer received an unspecified lower sensor scan result compared to an unspecified reading obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. No symptoms were reported; however, the customer self-treated with insulin (dose/type unspecified). The caregiver later transported the customer to the hospital where a healthcare professional (hcp) obtained an unspecified laboratory reading that was higher than the adc device. The customer was provided with an unspecified IV infusion to lower the customer blood glucose levels for treatment by a hcp. The customer remained in the hospital for a few days to continue treatment. There was no report of death or permanent impairment associated with this event.